Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02919, 0001825034-2021-02920. Medical products: item#: unknown, unknown humeral head; lot#: unknown; item#: unknown, unknown humeral stem; lot#: unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty on and unknown date. Subsequently, the patient was revised. Almost one (1) year ago for an unknown reason.